Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 8.0 mmol/l. The discontinuation of the device was advised. The customer was already using a backup plan of manual injections. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded up and down button on keypad trace. No button error alarm during testing. Insulin pump had minor scratches on lcd window, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).